Manufacturer narrative:
This device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that after a routine box change procedure, the patient developed swelling near the device site, which was managed, and the patient was discharged. The patient returned to the hospital days later with a hematoma at the pocket site. Surgical intervention was performed, and pocket evacuation of the hematoma was performed. This device remains implanted and in service. No additional adverse patient effects were reported.